Event description:
It was reported that the patient had two leads implanted in (B)(6) 2012 (stage 1). The patient had pancreatitis issues after stage 1 surgery so the procedure to implant the extension and ins (stage 2) was delayed. During the stage 2 procedure the hcp noticed that the left lead appeared to be extended / stretched, however, this lead tested out fine. The right lead appeared normal, however, impedance measurements showed a value of 110 ohms between on pair 8/11. The hcp was unable to hook up a twistlock to test the lead connection. The hcp attempted to reseat the lead / extension connection and ins / extension connection, even wiping down contacts, with no resolve of the impedance issue. The hcp decided to leave everything in place and assess programming options in post-op as they weren't prepared for a lead revision today. It was noted that all other contacts appeared normal, no x-ray was taken, and no further information was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3389s-40, lot# v825993, implanted: (B)(6) 2012, explanted: na. Lead: model 3389s-40, lot# v825993, implanted: (B)(6) 2012, explanted: na. Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer: model 37642, serial# (B)(4).